Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the escape button was unresponsive. The customer¿s blood glucose level was 214 mg/dl. The device will be returned for analysis.

Manufacturer narrative:
Pump received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot and cracked battery tube threads.